Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that at implant, the device had a suspected setscrew or connector port issue. Satisfactory high volt impedance measurements could not be obtained in the right ventricular lead coil port despite trouble shooting and reconnection. Trouble shooting confirmed that the issue was with the setscrew or connector port. The device was not used and a new device was attempted. During the implant of that device, the atrial setscrew was completely backed out by the physician. Attempts to replace or repair the setscrew failed. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.